Event description:
It was reported that the electrogram revealed sudden loss of atrial sensing amplitudes during two episodes. The episodes seemed to suggest atrial standstill with a little far field r wave oversensing or undersensing. It was noted there was fluctuating sensing values in the atrial channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.